Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated an employee was accidentally stuck by an accu-chek safe-t-pro lancet device when the lancet failed to retract. After the employee finished testing a patient, the employee was in the process of discarding testing supplies when they were accidentally stuck by the needle of the device since it didn¿t fully retract. The employee followed hospital policy and went to occupational medicine. No professional medical treatment was alleged. The customer will not be providing any additional employee information. The customer stated the safe-t-pro is not available for return.

Manufacturer narrative:
The customer has not returned any product. A specific root cause was not identified. The investigation stated that in rare cases, the internal wings of the lancet which intentionally break during the lancet release, might jam the lancet's guiding channel, impeding the lancet to retract back into the lancet housing. This could not be confirmed since no product was returned. A user error can be excluded as a root cause. The medical risk of this issue is less than remote. Since the customer's lot number was not provided, a review of similar complaints did not show any non-conformances related to the customer's allegation. Medical assessment of the event stated the established product and process risk documents include the potential for this issue to occur.